Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the cgm error code did not reappear. The caller successfully started their sensor session, resolving the issue.